Event description:
Customer reported that during a surgery, the patties used in the case were counted to ensure everything was accounted for. It was explained that the strip had become detached from the pattie. It was also explained that the strip remains in the patient. Additional information from the hospital explained that the xray is showing dimension of a foreign body that is not consistent with the dimensions of the strip. Hospital cannot confirm what might have been left behind. It was also noted that it is likely they will not re-open the patient to explore. The strip has still not been accounted for.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.